Event description:
It was reported that the programmer's stylus could not be calibrated, when a calibration was attempted, the programmer went into a re-boot. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would shut down when attempting to calibrate. The programmer software was reloaded and the programmer passed all functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.